Event description:
Ous MDR - the patient had an MRI of their head. After this, the ICD indicated eri. This ICD was explanted.

Manufacturer narrative:
The ICD first underwent a status interrogation, which confirmed the device status eri. The ICD had been implanted for a period of four months, and 15 charge processes had been documented. During the electrical analysis, the memory content of the ICD was checked first. Matching the clinical observation, the analysis of the available iegms from (B)(6) 2017 showed interference signals in both ventricular channels. Based on their rate and morphology, they are very probably a result of the magnetic resonance tomography mentioned in the complaint text. Next, the icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device detected the fibrillation signal as expected. A charge process followed the detection, which was aborted because the maximum charge time of the high-voltage capacitors was reached. The device was then opened, and the internal structure was examined. During the analysis of the electronic module, damage to an integrated circuit was detected. This damage led to a prolongation of the charge time and, as a result, to the device status eri in accordance with specifications. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. In summary, damage was detected at the electronic module, which is most likely the result of the performed magnetic resonance tomography on (B)(6) 2017. No indications of a material defect or manufacturer error were found during the analysis.